Event description:
Per dealer - the front right caster threads are stripped. No injury or fall occurred.

Manufacturer narrative:
From the eval, as the bolt worked loose from the leg, the continued use of the walker caused the inner threads of the leg to wear. Over time, the threads were worn to the point where the bolt and caster assembly became detached from the leg. A field action summary has been submitted to the FDA for recommended customer strategy.